Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. Customer was explained the possible causes of the blank display and advised to that we will ship a replacement battery cap. Customer stated that he also had a no power alarm, battery out limit and failed battery test. Customer was advised to insert new aaa alkaline battery as soon as possible.